Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). The submitted log files showed intermittent pump stops with corresponding low flow and low speed hazards as well as driveline fault alarms. All of the captured events occurred while operating on the power module. Additionally, there were intermittent elevations of pump power throughout the log file that did not appear to be associated with a driveline issue. All of the elevations appeared to be associated with pi events. An onsite driveline repair was performed on 05nov2019 by abbott personnel. The driveline was severed approximately 2.5" from the exit site and the distal portion was replaced with no issues under work order #00075421. The approximately 21" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline revealed no visible damage to the silicone jacket, bionate or braided shield. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. Per the vad coordinator, the patient has not had any additional issues with the driveline since the repair. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported during log file analysis, abnormal pump stoppages, low speed hazards, driveline fault alarms, and low flow alarms were observed while the device was connected to the mobile power unit. The alarms appeared to be associated with a short to shield condition. The patient was kept on an ungrounded cable until a percutaneous repair was performed on (B)(6) 2019. Approximately 19 inches of the external driveline was replaced and the patient was connected to a regular patient cable post repair with no alarms. No further information was provided.